Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the vacuum regulator reading was out of range (-519). The fse calibrated the drive regulator, but vacuum regulator reading was still -519. Suspected regulator drive was faulty. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure and system over temperature message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had autofill failure and system over temperature message. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (event site state: (B)(6) , site country, event site postal code: (B)(6), h6(type of investigation, investigation findings, component code, investigation conclusions). Additional contact: (B)(6). A getinge field service engineer (fse) check then we found that vaccum regulator reading is out of range (-519).calibrate the drive regulator but vacuum regulator reading is still -519. Suspected regulator drive was faulty. In order to solve issue fse replaced muffler,regulator drive. It is unknown if there was a patient involved; however, no adverse event was reported.

Event description:
N/a.